Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 8.1 cm to 8.6 cm from proximal cut end of the outer insulation, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.